Event description:
The following events were noted through a periodic article review entitled "acute and long-term outcomes of ostial stentings among bare-metal stents, sirolimus-eluting stents, and paclitaxel-eluting stents". A physician-initiated prospective, single-center observational study was conducted with patients who underwent elective placement of coronary stents between november 1995 and june 2011. In this study, 420 patients were enrolled, 243 of which were assigned to the bare metal stent (bms) group. Of this bms patient population, the multi-link stent was used as well as three other non-abbott bms. All stents were implanted successfully. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. In-hospital events in the bms group consisted of 5 myocardial infarctions, 4 subacute stent thrombosis, 2 cardiogenic shock and 7 major adverse cardiac events. The 6-9 month follow-up data indicates the following: reinfarction 14, recurrent angina 50, target lesion revascularization 41, coronary bypass surgery 13, nonfatal stroke 11, restenotic rate 33%. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Stent: johnson and johnson palmaz-schatz, medtronic driver, boston scientific express there was no reported product deficiency. It should be noted that the reported thrombosis, myocardial infarction and stenosis are listed in multi-link vision instructions for use, in the adverse events section as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.